Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unk) the device started to charge and then displayed a "bridge test failed" message. Complainant indicated that the clinician was able to obtain another device to continue the pt cardioversion. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.